Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the adhesive on the bending section cover had wear and due to adhesive peeling of distal end, the distal end was not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had a burn. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. User may detect the suggested event by handling the device in accordance with the following instructions of use (IFU). "Inspection of the endoscope" IFU states about warning when using high-energy endo therapy accessories as follows: 4.3 "using endotherapy accessories" olympus will continue to monitor field performance for this device.